Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported poor imaging, anemia and hemolysis was unable to be determined. The reported patient effect of anemia and hemolysis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with restricted leaflets and dilated atria. Two mitraclip xtw clips were deployed on the mitral valve, reducing mr to a grade of 2. It was noted that difficulties with imaging occurred during the procedure. On (B)(6) 2026, the patient presented to the hospital with hemolyic anemia. The patient was reported to be stable and discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.